Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted. The lead was not replaced as the coronary sinus branch was unable to be cannulated due to the patient¿s anatomy and possible occlusion related to the previous lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . (B)(4).